Event description:
Customer reported experiencing high blood glucose level, with a recorded level of 600 mg/dl, and ketones present. There was an adverse impact on the customer's blood glucose level. Customer declined troubleshooting therefore no additional information was obtained.